Event description:
The customer called for help with the contour ts system. Control tests were performed during the call and the customer received a result of lo. The normal control range was 99-136mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.